Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 3776-75, serial # (B)(4), product type lead; product ID 39565-65, serial # (B)(4), product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported a persistent thermometer icon appearing. This comes up within an hour of charging. The patient felt the implantable neurostimulator (ins) getting hot. The recharger antenna was damaged and a new one was requested.